Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/24/2017 with the following findings: during investigation, a visual inspection of the pump showed no evidence of a scratched screen. Unrelated to the complaint of a scratched display, investigation revealed that the oled was visibly cracked behind display. The pump powered on with a blank display. A test display was installed and the display screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, that the display screen was scratched. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.